Event description:
Physician inserting catheter; tunneling it in under skin under normal pressure. Catheter broke apart into two pieces. Physician removed catheter and inserted another without problems. Upon manipulating the catheter aftr removal, physician noted that it broke apart much easier than it should under normal pressure.